Manufacturer narrative:
Additional information was received that clarified the action taken for this patient. The action taken was that the patient was referred to a surgeon for a consultation for an ipg revision and lead explant procedure so that the patient could have an MRI compatible lead.

Event description:
A report was received that the patient's ipg had migrated and was causing discomfort. The physician assessed that the discomfort was device related. Action was taken to treat the patient but presently it is unknown what action was taken.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg had migrated and was causing discomfort. The physician assessed that the discomfort was device related. Action was taken to treat the patient but presently it is unknown what action was taken.

Manufacturer narrative:
Additional information was received that the patient reported good back pain relief. There was no mention of battery migration or any issue with the device in the patient's records.

Event description:
A report was received that the patient's ipg had migrated and was causing discomfort. The physician assessed that the discomfort was device related. Action was taken to treat the patient but presently it is unknown what action was taken.

Manufacturer narrative:
Additional information was received that the clinical patient underwent the ipg revision procedure. The lead was replaced for MRI compatibility.

Event description:
A report was received that the patient's ipg had migrated and was causing discomfort. The physician assessed that the discomfort was device related. Action was taken to treat the patient but presently it is unknown what action was taken.